Manufacturer narrative:
A ge service representative performed an onsite investigation. The real time operating system printed circuit board was replaced and the cmos was reset. The hard drive was replaced and the software was reloaded. The calibration files were restored and the cine disk was formatted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a check file/system corrupted error message outside of a case. No pt injury was reported.